Manufacturer narrative:
It was found that fragments were lodged in the transfer causing the powerload system to get stuck and no longer able to unload the cot.

Event description:
It was reported that the release arm was broken which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of a health risk assessment provided by a healthcare professional, this issue if repeated is not likely to result in serious injury or death to the patient or caregiver. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported that the release arm was broken which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the release arm was broken which could affect loading and unloading of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.